Event description:
It was reported that a merlin.net transmission showed the patient had received inappropriate hv therapy for supraventricular tachycardia. The patient decided against programming changes and was pharmaceutically treated.

Manufacturer narrative:
.